Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Event description:
It was reported that at follow-up, high capture threshold and low sensing were noted. The lead was explanted and replaced when repositioning was unsuccessful.